Event description:
Following the procedure, an echocardiogram revealed a pericardial effusion had occurred. The patient remained in stable condition and no intervention was performed. There were no performance issues with the ablation catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.